Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of rusty scissors was confirmed but the cause is unknown. A single photograph of the implicated scissors was returned for evaluation. The blades of the scissors were in the open position and reddish-brown discoloration was seen on the cutting edge of the scissors. Although it could not be conclusively confirmed to be rust in the photograph, the discoloration appeared consistent with corrosion. It is unknown if the packaging contained any damage from moisture and/or if any of the other kit components contained corrosive damage. Although discoloration could be confirmed on the scissors, the root cause of the damage could not be determined from the returned photograph. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the customer opened pack to find scissors for procedure were rusty. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the customer opened pack to find scissors for procedure were rusty. No other information was provided.